Manufacturer narrative:
Several requests were made of the field representative to learn if the pacing impedance measurements remained out of range; however, no additional information has been provided. Available information indicates the lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. This was the second rv lead implanted, the first lead also exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. This second lead remained implanted and device data was submitted to boston scientific's technical services department for evaluation. Engineering review of the data determined that the rv pacing lead impedance appeared to be saturated (greater than 2,500 ohms), which could indicate a lead fracture or lead-to-device connection issue. No adverse patient effects were reported.